Manufacturer narrative:
Concomitant medical products : product ID 3889-28, lot# v462932, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was going to the bathroom 3-4 times at night. It was reported that when the patient was lying down and then stood up "urine just came out." The patient was unable to make it to the bathroom. It was noted that it didn't seem to happen when the patient was up walking. It was reported that the patient could usually make it to the bathroom, but she did still wear a pad. It was reported that the patient had some issues before her hip replacement surgery on (B)(6) 2013 but would change programs or "do something else" and it would be ok. It was reported that it was worse after the surgery. The patient tried different programs and it didn't seem to help. It was noted that the patient didn't know if her vicodin that she took in the morning and at night would affect this. It was noted that the patient had no more swelling and only had a little pain from the surgery, but didn't feel the stimulation as much and program 1 and 2 didn't do anything. The patient was on vicodin until she could get back on her arthritis medications. The patient had an appointment with her hcp scheduled for (B)(6) 2013. It was later reported that the patient was reprogrammed on (B)(6) 2013. The patient did not require hospitalization due to the event. Additional information has been requested, but was not available as of the date of this report.